Manufacturer narrative:
Reportable malfunction with inomax dsir dg20160069 was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery failure alarm occurred due to the main supply voltage being out of tolerance (valid range: 2435 to 4075 counts) (actual value: 2434 counts). Subsequently, a low battery alarm occurred to prompt the user to plug the device into a power source. The low battery alarm should have occurred prior to the delivery failure alarm to prevent the out of tolerance main supply voltage condition. The root cause for this occurrence was determined to be battery fuel gauge drift. As a result, it was recommended to the distributor to replace the battery. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time.

Event description:
On (B)(6) 2019, a mallinckrodt internal employee discovered a delivery failure alarm due to main supply voltage below tolerance followed by a low battery alarm for inomax dsir dg20160069. This service log finding meets the criteria of a reportable malfunction. There was no complaint alleged against this device. This match was found during routine review of service logs from a device in the (B)(6).